Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 3.0mm x 15mm wolverine peripheral cutting balloon catheter was advanced for dilatation. However, during first inflation at 8 atmospheres for several seconds, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications as a result of this event and the patient condition were good post-procedure.